Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. Unrelated to the primary issue, the battery was found either low/dead upon arrival. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would display an hour glass and then power off. The complaint was classified based on the customer care advocate (cca) documentation, since the patient and/or reporter was unable to be reached by phone for additional information. The patient reported that the alleged issue with the hour glass appearing began on the morning of (B)(6) 2012. Upon review of the call recording, it was confirmed that the patient was able to continue to test after the hour glass began to appear. It was noted that the patient was able to successfully test after she re-inserted the test strip; however, it is not known what blood glucose reading she obtained. The patient informed the cca that on the afternoon of (B)(6) /2012, a day prior to when the alleged issue began, she developed symptoms of a headache, stomach ache and thirsty. It is not known if the patient tested with the subject meter at onset of symptoms. The patient reported treating self with insulin on (B)(6) 2012. Replacement product was sent to the patient. Although the patient developed signs/symptoms suggestive of hyperglycemia, there is no evidence that the alleged meter issue caused and/or contributed to this serious injury. The patient was symptomatic prior to when the alleged issue (hour glass appearing) began. In addition, the patient was able to successfully test with the subject meter when she re-tested. However, this complaint is being reported because the alleged issue with the hour glass appearing remained unresolved at the time of troubleshooting.